Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. E13066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, gerd, hypertension, fibroids, uterine leiomyoma, fatty liver and ovarian cyst nos. Concomitant products included cefazolin, ibuprofen, lisinopril, meloxicam, nsaids, pantoprazole, paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (supracervical hysterectomy (uterus only) unilateral salpingectomy - right bilateral salpingo-oosphere). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Pathology test - on (B)(6) 2018: result: clinical diagnosis dyspareunia in female, fibroids, menorrhagia, ovarian cyst, left. Diagnosis: uterus, cervix, bilateral fallopian tubes and left ovary, resection: ¿ cervix without significant histologic abnormality. ¿ weakly proliferative endometrium, no hyperplasia or malignancy. Myometrium with leiomyomata. ¿ left ovary with hemorrhagic corpus luteum cyst and follicular cyst. ¿ fallopian tubes without significant histologic abnormality.. Pregnancy test urine - on (B)(6) 2018: result: negative.; on (B)(6) 2018: result: negative.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. E13066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, gerd, hypertension, fibroids, uterine leiomyoma, fatty liver and ovarian cyst nos. Concomitant products included cefazolin, ibuprofen, lisinopril, meloxicam, nsaids, pantoprazole, paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (supracervical hysterectomy (uterus only) unilateral salpingectomy - right bilateral salpingo-oophere). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, migraine, headache and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Pathology test - on (B)(6) 2018: result: clinical diagnosis dyspareunia in female, fibroids, menorrhagia, ovarian cyst, left. Diagnosis: uterus, cervix, bilateral fallopian tubes and left ovary, resection: ¿ cervix without significant histologic abnormality. ¿ weakly proliferative endometrium, no hyperplasia or malignancy. Myometrium with leiomyomata. ¿ left ovary with hemorrhagic corpus luteum cyst and follicular cyst. ¿ fallopian tubes without significant histologic abnormality.. Pregnancy test urine - on (B)(6) 2018: result: negative.; on (B)(6) 2018: result: negative. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of event menorrhagia, vaginal haemorrhage, pelvic pain were updated. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a female patient who had essure (batch no. E13066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, gerd, hypertension, fibroids, uterine leiomyoma, fatty liver and ovarian cyst nos. Concomitant products included cefazolin, ibuprofen, lisinopril, meloxicam, nsaids, pantoprazole, paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (supracervical hysterectomy (uterus only) unilateral salpingectomy - right bilateral salpingo-oophere). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Pathology test - on (B)(6) 2018: result: clinical diagnosis dyspareunia in female, fibroids, menorrhagia, ovarian cyst, left. Diagnosis: uterus, cervix, bilateral fallopian tubes and left ovary, resection: cervix without significant histologic abnormality. Weakly proliferative endometrium, no hyperplasia or malignancy. Myometrium with leiomyomata. Left ovary with hemorrhagic corpus luteum cyst and follicular cyst. Fallopian tubes without significant histologic abnormality. Pregnancy test urine - on (B)(6) 2018: result: negative. On (B)(6) 2018: result: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and mr received. Essure lot number and product indication added. Following events were added: abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, migraines, headaches and dyspareunia(painful sexual intercourse). Event outcome added for: physical pain/pain. Medical history, lab data and concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.